Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service engineer (fse) performed on-site troubleshooting of the analyzer that included replacement of the wash zone manifold kit valves; vacuum valve, and both wash zone manifolds. A review of the (B)(4) service history was performed and found no contributing factors on or around the date of the complaint. Labeling was reviewed and found to be adequate. A search for similar complaints identified no adverse trends. No trend associated with the architect i2000sr erratic result rate was identified. No systemic issue was identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeatedly reactive hiv ag/ab combo result when processing on the architect i2000sr. The initial result was 7.88 s/co. A new sample was drawn and yielded a result of 8.94 s/co. Additional testing on the vidas instrument (elfa method) was nonreactive. No impact to patient management was reported.